Manufacturer narrative:
H10: additional manufacturer narrative: updated sections h6 (method & conclusion codes). H11: corrected data: corrected section h6 (results code).

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, eight (8) months due to mitral stenosis and regurgitation. The tmvr was performed with a 26mm 9600tfx transcatheter valve successfully. The patient was transferred to the pacu for post procedure monitoring. The patient was discharged home with home health services on pod #1 in good condition.

Manufacturer narrative:
Reference CAPA-20-00141.